Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black stain on vacutainer tube."

Event description:
It was reported the bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: "black stain on vacutainer tube."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 9 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. Additionally, 100 retention samples from bd inventory were evaluated by visual examination nd the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. See h.10.